Manufacturer narrative:
Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, manufactures instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, (B)(4) is another complaint from the same facility, with the same failure mode, noting that the device failure may have been related to calcification. As such, the returned device from (B)(4) will be used as a reference device for this file. One used bent coaxial catheter of the mpis-401-nt-u-sst micropuncture transitionless access set. A kink was noted at the apex of the bend 4.5cm from the distal tip. The tip of the outer sheath was noted to be cracked and frayed. No other damage was noted on the device, and the device diameter of the catheter was measured within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be traced to the device, but instead lies with the patient¿s condition as calcification was noted. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: b5 the fray occurred on the tip of device on the outer portion of the sheath. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an endovascular therapy (evt) procedure of the chronically total occluded (cto) lesion by ipsilateral approach from the femoral artery, the sheath of the micropuncture transitionless access set became frayed. The patient's anatomy was confirmed to have calcifications, and it was after puncturing the skin, that the fray was observed. The physician used another micropuncture transitionless access set to complete the procedure. No patient adverse effects have been reported. According to the complainant, the complaint device will not be returned to the manufacturer to aid in the investigation. Additionally, no photos of the complaint device are available.